Event description:
It was reported that the iab was in use on a heart transplant patient. During pumping, blood was noted in the helium tubing. The iab was removed and a replacement wasn't indicated. There were no patient complications.